Event description:
A facility representative reported that a implantable collamer lens (icl) flipped during implantation. Reportedly, "tried to correct the landing but couldn't." Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).